Event description:
The customer reported that the service indicator was illuminated and there was smoke coming out of the device. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. The device case was opened and damage to the therapy pcb assembly was observed. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.